Manufacturer narrative:
The reported event is unconfirmed. A red rubber latex foley was returned. The coude indicator was aligned with the tip. Discoloration was noted on the funnel and the shaft. The catheter was inflated using a luer tip syringe with 10 ml no issues were noted the catheter was left over a minute and no balloon leakage was noted. The balloon appeared to be symmetric. The balloon was then deflated with no issue. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse attempted to inflate the foley catheter after it was inserted into the patient but it would not inflate. The catheter was reportedly removed from the patient and the nurse again attempted to inflate the balloon but it reportedly only inflated along one side of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse attempted to inflate the foley catheter after it was inserted into the patient but it would not inflate. The catheter was reportedly removed from the patient and the nurse again attempted to inflate the balloon but it reportedly only inflated along one side of the catheter.